Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had chronic noise on two of the three sensing vectors. On the currently programmed sensing vector there was occasional noise detected when the patient did jumping jacks. Boston scientific technical services (ts) reviewed the info and strips and noted the noise appears consistent with a connection issue between the device and electrode. No faults had been noted. The patient was going to be referred to the implanting physician. Further info was received that the patient is in the process of being scheduled for a revision procedure. The patient has an abandoned transvenous system with a fractured competitor's right ventricular (rv) lead. The plan is to remove the transvenous device, and then use fluoroscopy to evaluate the s-ICD system's connection in the header and the position of the xiphoid suture sleeve as only one tie-down was placed over the suture sleeve. There was also some concern over a potential fracture. There have been no adverse patient effects and at this time the system remains in service.